Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the device malfunctioned. The touch screen was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display is not stable and the unit acts as if the touchscreen is being touched. Customer reported that the device is unable to engage in pt monitoring. No known impact or consequence to pt.